Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was poor sensing observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. No addition information was provided.